Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vaginal vault closure. The surgeon used the barbed suture to close the vaginal vault. At the end of the procedure, she double checked everything and noticed the suture came loose and was not holding the tissue. The surgeon re-did the closure with an additional suture. No known impact or consequence to patient.